Event description:
It was reported that shortly after implant, the patient complained about pain in the thorax. A pneumothorax was discovered, and was found to be caused by an atrial perforation. The atrial lead was capped and replaced. No further patient complications have beenreported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.